Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syr 10ml surescrub posiflush saline experienced leakage. The following information was provided by the initial reporter: material no: 306559 batch no: 8261703 event description per attached email states, "we had a saline flush today, same lot 8261703, in which the saline came out toward the nurses by the plunger end. We will enter an si, but wanted to let you all know as well. "

Manufacturer narrative:
Medical device type: ngt, lkb. PMA/510(k)#: k161552, k121655. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10ml surescrub posiflush saline experienced leakage. The following information was provided by the initial reporter: material no: 306559, batch no: 8261703. Event description per attached email states, "we had a saline flush today, same lot 8261703, in which the saline came out toward the nurses by the plunger end. We will enter an si, but wanted to let you all know as well. "